Event description:
It was reported that syringe 0.5ml 31ga 8mm 10bag 500 pl/wg hub and needle were stuck inside the shield. This was discovered before use. The following information was provided by the initial reporter: material no: 928857 batch no: 9168527. It was reported that the customer was one syringe short and also the hub and needle were stuck inside shield. Verbatim: consumer reported finding one bag with only 9 syringes instead of 10. Stated, the bag was sealed. Stated, when she removed shield from syringe, the hub and needle are now stuck inside shield.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g walgreens syringe in an open poly bag from lot # 9168527. Customer states that they are finding one bag with only 9 syringes instead of 10 and the hub and needle are now stuck inside shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9168527. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (short count in poly bag) as the poly bag was returned opened process summary: automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: there was debris in the dial. Corrective action: l2l dispatch #70904 to clean debris out of the dial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10bag 500 pl/wg hub and needle were stuck inside the shield. This was discovered before use. The following information was provided by the initial reporter: material no: 928857 batch no: 9168527. It was reported that the customer was one syringe short and also the hub and needle were stuck inside shield. Verbatim: consumer reported finding one bag with only 9 syringes instead of 10. Stated, the bag was sealed. Stated, when she removed shield from syringe, the hub and needle are now stuck inside shield.